Event description:
The patient and family reportedly requested that the device be explanted due to lack of progress. No one from advanced bionics was requested to be involved in the assessment for explant. The device was replaced in 2002.